Event description:
It was reported that patient received letter from doctor and the doctor mentioned that she will probably need a hip revision surgery. She has an MRI scheduled for (B)(6) /2012. She has had bloodwork and x-rays completed on (B)(6) 2012. She has had tenderness since the surgery and her blood levels are elevated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.